Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device having an unintended activation/motion and a sticky trigger, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to user, which is use error. UDI: (B)(4).

Event description:
It was reported by colombia that during service and evaluation, it was determined that the trigger of the compact air drive device was sticky, and the device had an unintended activation/motion. It was further observed that the device would not reverse because the reverse locking mechanism was blocked, and the labeling had an illegible etch. It was determined that the device could not engage the attachment, had insufficient/low power, an air leak, and made an unexpected noise. It was further determined that the device failed pretest for general condition, marking and labeling, check the attachment coupling, check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment ii, check for sticky trigger, check function of device, check for unintended motion, check in off mode (safety system), check forward and reverse mode function, check for noticeable untrue running, check for noticeable noise, check power with power test bench, check starting behavior and check for air leak. It was noted in the service order that the motor, intended for reverse operation, failed to reverse when placed in the reverse mode and engaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.